Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the root cause was incorrect handling by the customer. The customer did not follow the procedure in product labeling for replacement of the fuse. The fuse was changed without switching off the instrument's main power switch. No one was injured or affected.

Event description:
The user stated they heard a "pop", smelled a "hot smell" and determined that a fuse had blown and the fuse holder appeared to have melted or fused to the instrument. The user said "the fuse holder area had some black residue as if it was charred". No patients were involved in the event. No instrument operators or laboratory personnel were injured. The field service representative determined the user was apparently removing the fuse with the power still on. It sparked and melted the fuse holder. He replaced the fuse holder, cap and fuse. To verify the analyzer operation, he successful performed initialization.